Event description:
On (B)(6) 2011, patient reported the down button on the infusion device was not functioning properly. This was first noticed a few months prior to the report when patient tried to bolus. Patient continued to use the infusion when patient tried to bolus. Patient continued to use the infusion device and was careful when using the down button. Patient has used this infusion device for 2-3 years and boluses 4-5 times per day. The down button pops up after it is pressed. Patient switched to the backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.